Event description:
Healthcare professional reported 2-3 days after injection with juvederm ultra plus xc in the nasolabial folds using an aseptic technique by 2 different injectors, patient developed "localized tenderness and throbbing". Patient was treated with oral antibiotics and the reported symptoms resolved "quickly".

Manufacturer narrative:
(B)(4). Attempts to follow up with the injecting physicians have been unsuccessful; therefore, information such as the device lot number is available at this time. Device labeling: undesirable effects - the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Any other undesirable side effects associated with injection of juvederm ultra plus xc must be reported to the distributor and/or to the MFR.